Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. Customer states the pump alarmed after battery change. The customer was using a used battery. The customer was informed that the issue was due to the used batteries inserted into their insulin pump. The customer was advised to never insert used batteries in the device. The customer did not return the product back for analysis.